Event description:
It was reported that clinicians have reported occasional channel errors. This was generalized feedback with no specific events mentioned. This was reported to bd representatives during site visit. There has been no patient harm reported.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel errors (generalized complaint) was not determined because no products or device logs were returned.